Event description:
The olympus representative reported on behalf of the customer, during preparation for use for an enteroscopy procedure, the evis lucera colonovideoscope presented an image abnormality while being used with an evis lucera elite video system center. The patient was not under anesthesia. The scope had been repaired on january 21, 2022 and returned to the user on (B)(6) 2022. The issue had occurred on (B)(6) 2022. The intended procedure was completed with a similar device. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported. During the evaluation of the device, it was noted the scope was insufficiently or incorrectly reprocessed due to crystallization in the nozzle. This report is to capture the reportable malfunction of the insufficiently or incorrectly reprocessed due to crystallization in the nozzle noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The image presented a black and white screen due to a failed charge-coupled device unit. The insertion section was wrinkled and yellowing. The electrical connector was corroded, and the air/water channel was leaking due to a hole in the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 08-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the insufficient reprocessing could not be determined at this time. The user may prevent the event by handling the device in accordance with the instructions for use: "cleaning, disinfection, and sterilization procedures: flush water and air into the air/water channel, clean the external surface, immerse the endoscope in the detergent solution, with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution, remove detergent solution from all channels, rinsing after high-level disinfection" olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.